Manufacturer narrative:
Additional medical device report numbers for medical devices involved in the same event described in this submission: - 3009222247-2017-00001. - 3009222247-2017-00002. Additional information per section: a section a1: no information other than the medical record number is available. If either the submitter or the initial reporter is contacted for follow-up, the case can be easily located since only one mds plating system was implanted on (B)(6) 2016 and only one mds plating system was removed on (B)(6) 2016. B. Additional information for section a4: weight information was not available. C. Information pertaining section d4: UDI: not available. Primary di number: (B)(4). D. Investigation: the device associated with this MDR was not returned, therefore the device could not be inspected and the lot number is not available for a review of the DHR. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It has been reported that an additional surgery was required for a miami device solutions (mds) proximal humerus plating system implanted on (B)(6) 2016. When the patient was first seen by a health professional, a closed reduction was attempted but it was unsuccessful. Approximately a week later on (B)(6) 2016, an open reduction internal fixation (orif) procedure took place using the mds proximal humerus plating system. No complications were reported. According to the operating surgeon, follow-up visits revealed signs of infection and malalignment, therefore revision surgery was necessary. Mds was informed on (B)(6)2016 that revision surgery was scheduled for (B)(6) 2016. During revision surgery, infection was confirmed and it was observed that the bone fragments had fallen back into malalignment causing the fragments to pull away from the four cortical screws on the shaft. The operating surgeon removed the four screws partially separated from the shaft, replaced them with four new screws and applied locking caps. Locking caps had not been used for the shaft screws in the original implantation procedure. All other implants were found to be in good condition and were left in place. Antibiotic powder was applied at the surgical wound and the procedure was completed successfully. No complications were reported during revision surgery.